Event description:
It was reported that the customer experienced a cracked and shattered touchscreen on their pump, rendering it illegible and unusable. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. To resolve the issue, tandem technical support arranged to send the customer a replacement pump with updated software and provided training resources through the tandem source account. The customer agreed to use multiple daily injections as backup therapy in the meantime and received instructions on returning the damaged pump.